Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. It was confirmed that when the main switch of the main unit was switched to cmv mode, oxygen continued to come out from the outlet without switching between exhalation and intake. The cause is presumed to be due to the stiffness of the o-ring inside the input manifold. The input manifold assy was replaced to correct the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator emitted a hissing noise prior to patient use. There was no patient involvement and no patient harm/adverse event reported.